Event description:
A 3.0mm x 90mm dual-trak screw was implanted into a healthy young patient who presented with a straight, transverse, noncomplicated, midshaft clavicle fracture. At 7 weeks post operatively, the patient complained of pain. Radiographs indicated that the dual-trak implant broke in the shaft between the threads approximately 1.5cm medial to the initial fracture. The dual-trak screw was explanted.